Event description:
Report recieved of "therapy was sufficient for two years. Intermittent relief developed catheter revised once with no change. Rotor study conducted, pump and catheter was ultimately replaced." Progress notes attached documented that patient had a revision of the catheter in june, 2001. Catheter was found in the subcutaneous tissue rather than in intrathecal space. Patient continued to have insufficient therapeutic response. Device system replaced 2001. Health care provider reported possible catheter occlusion. Patient doing well, pump is providing good pain control and patient is now able to sleep through the night.